Event description:
It was reported that the pump was not working properly. The customer was hospitalized in the intensive care unit due to diabetic ketoacidosis, value was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.